Event description:
It was reported that the customer fell out of the boat, into the sea, while sailing. The insulin pump stopped working and was alarming button error. The customer's blood glucose was 600 mg/dl, which had not been treated. The caller stated that there was fluid under the lcd display. The device had not been dropped and there were no cracks on the device. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump had moisture damage on the electronics. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.